Manufacturer narrative:
The device was discarded, therefore, an investigation could not be performed. Should we received any additional information on this event, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. During support, the patient developed a hematoma and purulent discharge at the impella site. Antibiotics were given and a wound vacuum assisted closure was required.